Event description:
Complainant alleged that while attempting to monitor a 77-year-old female patient, the device experienced magnetic interference. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, defib/pacer/ECG stressing, and full functional testing using test accessories without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found evidence of possible poor contact between the device and ECG cable/leads. The accessories used during the event were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.